Manufacturer narrative:
(B)(4). Date sent 8/21/2025 d4 batch # 350d09 b3: only event year known: 2025. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a closed b11lt package with lot number 350d09, expiration date 2029-10-31, a trocar with the broken sleeve, with the piece separated from the sample. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device 350d09 _b11lt batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device reached the location with the loose part inside the packaging (broken). There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 9/2/2025 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only sleeve from the b11lt device was returned with the stopcock detached from the sleeve assembly and inside aplastic bag. In addition, the obturator (c9ew5n) from another device and the tyvek were returned along with the instrument. Upon visual inspection, no damages or evidence of breakage were noted in the stopcock. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the detachment of the stopcock from the sleeve. A manufacturing record evaluation was performed for the finished device lot 350d09 number, and no non-conformances were identified.